Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: cervical radiculopathy it was reported that intra-op, surgeon used the rail punch instrument but it didn't made the desired groove. The surgeon then tried to put in implant but it was lopsided. At that point surgeon examined the groove made by the rail punch and determined it wasn't appropriate for insertion of the implant, then the surgeon had to revert to fusion. The product didn't break. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.